Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up in clinic, far p oversensing was observed. Patient was asymptomatic. Programming changes were made. The patient returned to the clinic for a follow up one month after the event, the device function was normal. Patient is in stable condition.

Event description:
New information states that the oversensing is correlated to the patient laughing. Programming changes were made to increase the sensitivity and the oversensing was resolved.